Manufacturer narrative:
The reported field event sensing anomaly could not be confirmed by analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that the patient presented for routine generator change with post-paced t-wave oversensing exhibited by the implantable cardioverter-defibrillator. Programming interventions were made to the replacement device. The patient was stable.